Event description:
It was reported that there were impedances greater than 4,000 ohms on some of the bipolar and unipolar pairs. The patient went into the doctor¿s office the day prior to the report for follow-up evaluation and had break-through tremors on the left side. The impedances were found high and after re-running at 3 volts only contact 3 was high on all combinations; between 9,000 and 11,000 ohms. The patient was reprogrammed and the group impedance was ¿high.¿ however, some improvement was noted after reprogramming. The exact date the issue began was not known, but it was after the patient¿s (B)(6) 2014 appointment. It was noted that the patient had tripped and fallen. The reporter intended to meet with the patient and neurosurgeon to evaluate the system. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-11973 as the patient had two ins¿s and it was not clear which was the issue.

Event description:
Additional information received reported that ¿the patient¿s did work.¿ this information was received after the patient¿s scheduled follow-up suggesting the patient¿s system was working after the extension replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was not 50% or greater symptom reduction. The components involved in the event were the lead and extension. There was a possible problem with the lead and the patient saw neurosurgery on (B)(6) 2014. The patient's unified parkinson's disease rating scale (updrs) was worse and he had increased tremor and rigidity. An x-ray was done and the patient had surgery on (B)(6) 2014 to replace the extension and visualize the battery pocket. The manufacturer was contacted and an appointment with neurosurgery occurred to discuss possible therapy malfunction. The cause of the issue was not determined and it was unknown if it was device related. This could not be determined until the patient came back for reprogramming on (B)(6) 2014. It was unknown if patient symptoms had improved since surgery and the reporter was awaiting notes from another doctor from (B)(6) 2014 and from surgery from (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0dhd9, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0d9cy, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).